Manufacturer narrative:
Per customer, the ion-selective electrode (ise) results were being suppressed and giving ref drift errors and calibration failed for na, cl and ca. The customer inspected the ise module and discovered that the eic and the flow cell drain were overflowing. Customer technical support instructed the customer to flush the eic ports according to the instructions in the manual. This did not resolve the issue. A bci field service engineer (fse) found line 15 partially pinched, and corrected the tubing. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to electrolyte injection cup (eic) overflow. No injury was reported.